Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway.

Event description:
It was reported through the results of a clinical trial, approximately 128 days post conduit implant, the subject experienced bleeding of vascular access which was moderate in intensity followed by a hematoma. A tunneled catheter was placed however the skin over the hematoma became necrotic. Approximately 140 days post conduit implant, the graft was removed from the upper arm. It was allegedly poorly incorporated lying in a hematoma and came out easily. The wound was irrigated with saline, closed with absorbable suture and packed open where the skin had been necrotic. On the same day, the event was considered resolved.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instruction for use (IFU) states: adverse reactions: potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line graft, and/or host vessel; suture hole bleeding; graft redundancy; thrombosis, embolic events, occlusion or stenosis; ultrafiltration; seroma formation; swelling of the implanted limb; formation of hematoma or pseudoaneurysm; infection; aneurysm/dilation; blood leakage; hemorrhage; steal syndrome; and/or skin erosion. Blood access procedures leave the graft in place for approximately two weeks prior to use. There is an increased risk of hematoma formation if the graft is punctured prior to complete healing. 1. Insert the blood access needle at a 20° to 45° angle, with the bevel up. When the graft is penetrated, advance the needle parallel to the graft. 2. Rotate (change) the cannulation sites. 3. Do not repeat cannulation in the same area. Repeat cannulation may lead to formation of a hematoma or a pseudoaneurysm. Do not cannulate within the dialysis needle¿s length of the proximal and distal anastomosis. 4. Strictly adhere to aseptic technique to minimize infection. 5. Apply moderate digital pressure to the cannulation site after needle withdrawal. This compression assists in hemostasis.

Event description:
It was reported through the results of a clinical trial, approximately 128 days post conduit implant, the subject experienced bleeding of vascular access which was moderate in intensity followed by a hematoma. A tunneled catheter was placed however the skin over the hematoma became necrotic. Approximately 140 days post conduit implant, the graft was removed from the upper arm. It was allegedly poorly incorporated lying in a hematoma and came out easily. The wound was irrigated with saline, closed with absorbable suture and packed open where the skin had been necrotic. On the same day, the event was considered resolved.